Manufacturer narrative:
(B)(4). Batch: r59538. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified.

Event description:
It was reported that during thoracoscopic lobectomy surgery, opened the packing(packing shows it is ec45a), noted the device in packing is ec60a. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the analysis results found that an ec45a device was not returned. Only that an ec60a device was returned outside its original package and no packaging was returned for analysis. Due to the condition of no packaging returned for analysis, no visual inspection could be performed to evaluate the incident reported. It could not be determined what may have cause the reported event. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident., it was reported that: packaging identification. One photo was provided; the picture shows an open packaging box. The handle of an echelon 60 device can be seen inside of the packaging. The batch number r59538 can be seen. On the box, a packaging label can be seen with the lot number r93v7z and expiration date 2021-06-30. The lot number was reviewed on the system and it was found that the packaging belongs to an echelon 45 device and not to an echelon 60 device. Based on the information reviewed on the system, the event describe is confirmed, however no conclusion or root cause could be determined. Device history lot: a manufacturing record evaluation was performed for the finished device lot r93x21 number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot r93y65 number, and no non-conformances were identified., device history batch: a manufacturing record evaluation was performed for the finished device batch r59538 number, and no non-conformances were identified.